Manufacturer narrative:
The date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Manufacturer report reference number: 3006705815-2020-02944. It was reported that the patient experienced lead migration. Both of the patient's leads migrated three levels. As a result, the patient underwent surgical intervention in which the leads were explanted and a new lead was implanted. Effective therapy was established post operation.